Event description:
It was reported that patient programmer was displaying the "replace generator soon" message. Ipg was still providing therapy. Surgical intervention took place on (B)(6) 2024, where the ipg was replaced and reportedly therapy was restored.

Manufacturer narrative:
B3 - date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.